Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that a mynxgrip 6f/7f vascular closure device (vcd) jammed. The vcd was prepped and visually inspected. While the vcd was being inserted into the 6f procedural sheath, resistance was felt. A buddy wire was then inserted into the sheath and a second attempt to insert the vcd was made; however, the vcd was not inserted all the way to the white line. The balloon was inflated, then retracted and the sheath visually came out while the balloon was still inflated. The physician deflated the balloon, removed the vcd from the patient and manual pressure was applied for 30 minutes or less to achieve hemostasis. Kinks were not noted in the sheath nor the device after removal. The patient¿s hospitalization was not extended. The vcd will not be returned for analysis. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1720104 was performed and it was the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment and that this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Per the mynxgrip instructions for use (IFU), it instructs user to open the procedural sheath stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a device jam. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip 6f/7f vascular closure device (vcd) jammed. The vcd was prepped and visually inspected. While the vcd was being inserted into the 6f procedural sheath, resistance was felt. A buddy wire was then inserted into the sheath and a second attempt to insert the vcd was made; however, the vcd was not inserted all the way to the white line. The balloon was inflated, then retracted and the sheath visually came out while the balloon was still inflated. The physician deflated the balloon, removed the vcd from the patient and manual pressure was applied for 30 minutes or less to achieve hemostasis. Kinks were not noted in the sheath nor the device after removal. The patient¿s hospitalization was not extended. The vcd will not be returned for analysis.